Manufacturer narrative:
There is now a reported conversion to an attract under a general anaesthetic.this report is submitted on april 20, 2021.

Manufacturer narrative:
This report is submitted on february 2, 2021.

Event description:
Per the clinic, the patient continued to experienced skin overgrowth. The abutment was removed under a general anaesthetic on (B)(6) 2021. There are plans to transition the patient to a baha attract in 3 months.